Manufacturer narrative:
The device was received and evaluation was completed. The reported symptom 'failed flow rate test' was verified during flow testing; the device was found to under-infuse up to -12.402%. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  Evaluation and engineering determined the cause to be an un-authorized component swap outside of the baxter medina facility which affected the original flow calibrations set during manufacturing of the device. The device cannot be serviced due to the un-authorized component swap. Should additional relevant information become available, a supplemental report will be submitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.